Event description:
It was reported that: when removing peel away sheath during PICC insertion, the tab broke off one side of the sheath. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when removing peel away sheath during PICC insertion, the tab broke off one side of the sheath. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that one of the tabs did not tear correctly. A portion of the extrusion was torn along with one tab, causing it to separate. Further analysis revealed that one side of the sheath was split completely separated down the extrusion. The sheath body length from the tabs to the distal tip measured 2 13/16" via calibrated ruler, which was within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter/inner diameters could not be accurately measured as the sheath was completely split. R & d unit confirmed that the failure for this complaint was consistent with an extrusion defect. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from r & d, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.